Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the erbe generator had errors c-34 and m-11 during procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended caller to power cycle erbe however issue did not resolve. The procedure was converted to a traditional laparoscopic procedure. Isi received the following information from the isi service engineer: the system functionality was checked upon powering on the system and it initially powered on without errors. Ports were placed prior to the issue being identified. Technical support was contacted for troubleshooting, but full troubleshooting was not completed. The customer was able to restart the erbe generator to resolve the issue and the customer completed the procedure with the existing erbe. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system log the reported complaint but was unable to reproduce the issue during in-house testing. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. Fa concluded that no root cause could be attributed to this issue.

Manufacturer narrative:
The probable root cause of this issue is attributed to voltage related electrical and fiberoptic defects on the vio integrated electrosurgical generator unit (iesu).